Manufacturer narrative:
Device evaluation: one sample and six photos were returned for investigation. A visual inspection of the sample found no present damage, scuffs, pinch marks, cracks, crazing, cuts that could cause the reported failure. During functional testing, the sample unit was filled with colored water using a syringe in order to detect any leakage. No leaks were identified. The reported failure was not confirmed. The root cause cannot be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device evaluation: one sample and six photos were returned for investigation. A visual inspection of the sample found no present damage, scuffs, pinch marks, cracks, crazing, cuts that could cause the reported failure. During functional testing, the sample unit was filled with colored water using a syringe in order to detect any leakage. No leaks were identified. The reported failure was not confirmed. The root cause cannot be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir leaked. No adverse effects were reported.